Event description:
It was reported that the radiology technician fractured a finger. This incident happened when the radiology technician was moving the pt table and the affected person's finger got caught between the table and the door.